Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) has entered safety mode. Technical services (ts) was consulted and recommended device replacement. This crt-p remains in service. No adverse patient effects were reported.